Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The cause of the iipv found in the logs was determined to be undetermined due to additional therapies being performed overwriting the previous data. A service history review revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration (uf) reading was 73 ml, indicating the home patient (hp) drained 73 ml more than the largest prescribed fill volume of 100 ml. This meant the total drain volume was 173 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify her of the incident of iipv that was found during the device log review. However, the nurse revealed that the patient had discontinued the use of the hc device by (B)(6) 2010 as he was receiving a transplant. The nurse stated that she had returned the device to baxter soon after, and that no other patient had used the hc device. No further information was provided.